Event description:
It was reported that a bd lord's ¿ syringe experienced foreign matter contamination.

Manufacturer narrative:
Correction: per received email, the manufacturer narrative, and evaluation codes has been updated. The following information has been corrected: investigation summary: upon a visual evaluation, similar findings to those documented during initial investigation at bd franklin lakes. When the cap of the syringe was removed, there was a stopper with a broken plunger tip stuck in the barrel near the flange between the plunger rod. Talked with quality trainer and process engineers, quality trainer mentioned maybe a jam at the assembly machine where the plunger and stopper get inserted into the barrel. Process engineers unsure of this, since they have not seen it before. Investigation conclusion: probable root cause, a jam at the assembly machine when the plunger and stopper get inserted into the barrel. No additional actions at this time. Root cause description: na. Rationale: na. Method codes: 10, 3331. Results codes: 170. Conclusion codes: 25.

Manufacturer narrative:
Date of event: unknown. Investigation summary: severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (in barrel) on lot # 8127920. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that fm got mixed in the barrel. The returned syringe was examined and it appears that an extra stopper and piece of a plunger rod was stuck in the barrel opening near the flange. See attached photos. Sample will be forwarded to manufacturing (holdrege) on 01feb2019 for further review. A review of the device history record was completed for batch# 8127920. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Root cause description: a review of the device history record was completed for batch# 8127920. All inspections and challenges were performed per the applicable operations qc specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that a bd lord's ¿ syringe experienced foreign matter contamination.